Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. Customer's current blood glucose value was 110 mg/dl. Customer reported that the pump did not suspend the insulin delivery by auto mode function of the insulin pump. Customer declined to troubleshoot. The device will not be returned for analysis.